Event description:
A 2.5mm diameter x 12mm length (MFR # 2953200-2010-01850) and a 4.0mm diameter x 9mm length, endeavor sprint rapid exchange (rx) drug-eluting coronary stent were deployed in the distal rca and lm of a pt. Stent deployment was successful; however, it was reported that during procedure, the pt suffered an mi. The pt is reported to be recovered and no other clinical sequelae were reported.

Manufacturer narrative:
(B)(4). Evaluation: results: mi.